Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:13:09. During day drain cycle one, the patient's ultrafiltration reading was 2805ml, indicating the home patient (hp) drained 2305ml more than their maximum programmed fill volume of 3000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2805 ml during therapy initiated on (B)(6) 2011 01:13:09, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the drain amount of 2800ml in day drain 1 which occurred in the therapy initiated on (B)(6) 2011 01:13:09. The patient retained fluid from the previous day dwell and the drain volume showed up as ultra filtration in the therapy log. The actual drain volume of 2800ml is 93% of the prescribed fill volume (lpfv) of 3000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.